Manufacturer narrative:
Per the perfusionist, the backflow alarm was intermittent and frequent even when the lines were separated at the field and clamped and the tubing at the pump was clamped. There was no flow present and the flow probe was still alarming. The team does not do retrograde autologous prime (rap). The perfusionist replaced the flow probe and the problem persisted with only prime in the circuit, no blood. He moved the clamps around to try and silence the alarm but that did not work. He then moved the flow probe to the tubing off of the arterial outlet from the oxygenator where the tubing divided to the arterial arm and the recirculation line. It appeared to be silenced during that time with movement through the flow probe. But when there was no movement of fluid through the flow probe, it would alarm. The perfusionist went on bypass and the flow probe seemed to be working well with no alarm and the correct rate per minute (rpm) flow was reading on the centrifugal pump.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, there were constant backflow alarms. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed via a photograph from the user facility showing the backflow messages received on the central control monitor (ccm). Multiple diligence attempts for part return were unsuccessful so no further evaluation or root cause analysis could be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.